Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a non-specific product performance anomaly on a stored report. Technical services (ts) recommended the patient reach out to their cardiologist. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains in service and implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.